Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: sui. Concurrent procedures: transabdominal hysterectomy, bso. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent procedures (anterior vaginal repair for cystocele, rectocele) on (B)(6) 2009 due to sui (plaintiff fact sheet).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2015 due to dyspareunia. It was reported that patient underwent complete colonoscopy up to the cecum on (B)(6) 2006 due to hemorrhoids and a few diverticulosis of the sigmoid colon. No additional information was provided.